Manufacturer narrative:
Investigation conclusion: the customer complaint of a keypad failure was confirmed through testing. The likely cause of the unresponsive keypad is the result of the fluid ingress observed within the keypad traces. Fluid ingress within the keypad traces can result in making the circuit more brittle which would lead to the cracking of the keypad traces in the flex cable. Based off the evidence, the point of entry of the fluid ingress appears to be the front case hole of the door assembly. Fir# 10000336188 was opened to investigate fluid ingress of pump module keypads and door assemblies. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported a keypad failure on a lvp. The unit had the keypad replaced by bd approximately one year ago. Although requested, there was no report of harm or patient involvement.